Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 5, 2021. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date) d9 (device availability - added date returned to manufacturer) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h6 (identification of evaluation codes 10, 11, 3331, 120, 19) type of investigation #1: 10 - testing of actual/suspected device type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer type of investigation #3: 3331 - analysis of production records investigation findings: 120 - electrical problem identified investigation conclusions: 19 - cause traced to user the affected sample was inspected upon receipt to show a hole burned through the v-cutter and broken plastic around the burn hole. A retention sample from the same product code and lot number combination was obtained. The retention unit was visually inspected, and no anomalies were noted. No anomalies found with the bipolar connector or anywhere else on the retention unit. All electrical circuits were measured, and the electrical resistances were found to be stable and within the product specifications. During the manufacturing process, all vsp550 are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, char was found to be on the shaft. The product was changed out. The surgery was competed successfully.